Manufacturer narrative:
System description: the clip covid rapid antigen test is a system (test kit and analyzer) indicated for use in the qualitative detection of the nucleocapsid protein antigen from sars-cov-2 directly from anterior nasal swab specimens collected from individuals who are suspected of covid-19 by their healthcare provider within the first five days of onset of symptoms. This test is authorized for use at the point of care (poc), i.e., in patient care settings operating under a clia certificate of waiver, certificate of compliance, or certificate of accreditation. Event description: eight patients with unknown symptoms were sampled by a technician as part of a covid clinic collection on (B)(6) 2021 using the clip covid rapid antigen test kit. All patients came back positive. The technician tested the negative and positive control swab included with the test kits, reporting all came back positive. The technician suspected the results and tested themselves (assumed asymptomatic), obtaining a positive result. The patient results were discordant when re-tested with a different eua-authorized antigen test on the same day, with the clip covid rapid antigen test returning a positive result for all eight (8) patients and the accessbio antigen test kit retest producing seven (7) negative results and one (1) positive result. Test data review: review of the analyzer data indicates seven (7) positive tests with instance ids in the form of xx-xxxxxxx followed by 5 tests with instances names: "cc10069a" with results of two (2) negative and three (3) positive tests, and then a final positive test similar to the first seven. This is a total of 13 tests in contrast with the ten reported results. The controls likely produced the intended results: two negative for negative controls and two positives for positive controls followed by a positive result for the technician. Looking at the test data profiles indicate that the cartridges were likely damaged by heat which can degrade performance. Temperatures recorded by the analyzers during testing were within specification, indicating that the cartridges were likely stored out of specification for some period of time. Lot cc-10069-a was released on 09feb2021 and shipped to the site in february. Exposure to high temperatures during storage could alter the outcome of a particular test. The test relies on mechanisms driven by biological molecules, components that are inherently sensitive to temperature. It is plausible that storage in high temperature environments could denature the antibodies on both the reporter particles and the test line. This denaturing of antibodies could lead to an increase in non-specific activity at the test line and increase the test line value of a negative sample. This could feasibly lead to an increased chance of receiving a false positive result. Production record review luminostics identified the serial numbers of the analyzers used, as well as the uid of the samples. The approved version of the software was loaded on the analyzers (version (B)(4) released 25jan2021). A review of the batch records and sample analysis records along with testing of retain samples did not indicate any issues with the analyzers or the test cartridges. Negative control retains were also tested and were negative as expected. Complainant outreach the complainant was contacted on five separate occasions to gather follow up information and gain more clarity into the issues experienced, see dates below. 13aug2021 @ 12:40 pm zendesk email & @ 1:43 pm zendesk email requesting details on site, analyzer serial numbers, environmental conditions, storage conditions. 19aug2021 @ 8:30 am zendesk email requested details on analyzer serial numbers, lot numbers, and sample return. 23aug2021 @ 8:58 am zendesk email due to lack of response, re-requested details from 19aug2021. 24aug2021 @ 2:54 pm phone call received answering machine and left message. 25aug2021 @ 12:30 pm phone conversation obtained details on quantity of tests, lot number, confirmation that no samples available and a step-by-step recount of the sequence of events. Investigation summary and root cause analysis good faith efforts to obtain the information have been conducted with the complainant. Root cause analysis was conducted using an ishikawa diagram. Personnel: users were trained, experiencing no prior issues materials: cartridge and negative control retains tested met specifications. Methods: the site has successfully tested with clip covid prior to this issue. Machine: no issue was found with the software per build records and user accounts measurement: review of raw data does not indicate any measurement issues. The analyzers were not provided by the customer for further analysis. Environment: materials were either used or stored outside of specification. The data available shows the tests were conducted within the operating specification, therefore it is likely that the test kits were stored in a manner inconsistent with the specification and the cartridges experienced temperatures outside of the specification. Conclusion: based on analysis of the production records, re-testing of the retains, review of luminescence profiles of the test, and unresponsiveness of the client with regards to usage and storage environment, it was determined that the failure mode seen is attributable to storage in a manner that does not comply with the specifications. At this time, the complaint and the associated MDR may be closed.

Event description:
Eight (8) patients tested and resulted in positive tests using clip covid rapid antigen test. All patients brought back for an accessbio antigen test kit retest, seven (7) were negative and one (1) was positive. The technician tested the negative and positive controls, reporting that both came back positive. The technician suspected the results and tested themselves (assumed asymptomatic), obtaining a positive result. The site complained that eight patients received positive test results with the clip covid rapid antigen test in comparison to one positive when re-tested with an accessbio antigen test kit.